Event description:
It was reported that during a routine check up, the cs300 intra-aortic balloon pump (iabp) unit maintenance required code #3. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer checked the unit and found the shuttle transducer calibration is out of specification. The fse calibrated all transducer and the fault was rectified. Tested the unit and handed it over in good working condition.